Event description:
On (B) (6) 2009, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion set during a cartridge change. She was instructed on how to remove the plunger from the piston rod. She stated that "maybe 25 units" of insulin spilled inside the cartridge compartment and she was advised to dry it with a cotton swab and to allow the infusion device to dry for 24 hours. She was assisted in switching to her backup infusion device. Upon follow up with the patient on (B) (6) 2009, she stated that the primary infusion device was dry and she was assisted in reconnecting to it. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.